Manufacturer narrative:
Mml # (B)(4). The ipg and lead assemblies were returned for analysis. The ipg passed the functional testing. The lead assemblies received were cut into two segments from the explant, so functional testing cannot be performed. Visual inspection found no nonconformances that would have contributed to the alleged allergic reaction. The device history record was reviewed. No relevant nonconformances were found.

Event description:
It was reported that the patient had a rash and swelling over the implantable pulse generator (ipg) site, and the midline incision that spread outwards about 6cm in diameter over the battery and 2cm in diameter around the midline incision a few days after the implant procedure. Reportedly, the patient had headaches along with chills a few days after the implant procedure, and the site was itchy. The patient used topical cream, benadryl, and clindamycin. No antibiotic was prescribed, and no culture was taken as the doctor alleged it was an allergic reaction. The patient was going to be tested for allergies. The result was not disclosed to mainstay medical.

Event description:
It was reported that the patient had a rash and swelling over the implantable pulse generator (ipg) site, and the midline incision that spread outwards about 6cm in diameter over the battery and 2cm in diameter around the midline incision a few days after the implant procedure. Reportedly, the patient had headaches along with chills a few days after the implant procedure, and the site was itchy. The patient used topical cream, benadryl, and clindamycin. No antibiotic was prescribed, and no culture was taken as the doctor alleged it was an allergic reaction. The patient was going to be tested for allergies. The result was not disclosed to mainstay medical.

Manufacturer narrative:
Mml # c-01713.